Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement greater than 200 ohms. Upon the patient's presentation to the hospital due to the device emitting tones as a result of the measured impedance, an interrogation was performed which returned normal shock impedances in addition to good sensing and pacing threshold measurements. Boston scientific technical services (ts) review of data saved to the device found that outside of the single instance reported, shock impedance measurements were stable in the 50-60 ohm range over the previous year in addition to a recent arrhythmia episode that was successfully converted by the device. Another high out-of-range measurements was recorded in addition to tones and the patient subsequently hospitalized for further review. Impedance measurements remained within normal limits during provocative testing. An x-ray was obtained that showed the rv lead to be near a previously abandoned competitor lead and it was questioned whether this could contribute to the reported observations. A fluoroscopy procedure was also performed which indicated the leads were not in contact with one another. In accordance with the patient's wishes, the physician has planned a revision procedure to explant and replace the entire system and previously abandoned lead. This system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient did not present for their scheduled revision procedure. A plan of care is currently not in place as the patient has requested additional time to consider available options. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). No further information is available at this time. This report will be updated should additional information be provided.